Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received with approximately 100 ml of fluid in the bladder and a needle connected to the luer. The sample was visually inspected and functionally tested, during which no nonconformances were observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate lv 50 stopped delivery of an unknown drug during patient use. A non-baxter needle was connected during infusion. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.